Manufacturer narrative:
.

Event description:
A bridge assurant iliac stent system was inserted into a patient for the treatment of the left iliac artery lesion. Vessel morphology severe calcification and moderate tortuosity. It is unknown if the lesion was pre-dilated. It was reported that the stent was inserted on the left side, however, due to calcification atheromas, the stent to dislodged from the stent delivery system. The physician was unable to snare the stent from the patient. The physician placed an unknown manufacturers 3cm x 8mm stent on the right external iliac artery had a successful angioplasty. It was reported that the patient was sent for an open surgical repair to remove the stent via the left common femoral artery. No additional clinical sequelae were reported and the patient is fine. Please note that this is distributed outside the united states; however, it is similar to the united states distributed product.